Manufacturer narrative:
Device is combination product. Event date is unknown and has been approximated.

Event description:
It was reported via social media that acute stent thrombosis and myocardial infarction occurred. An unspecified synergy drug eluting stent was implanted to treat a target lesion located in the right coronary artery of a patient with lung cancer. Within 24 hours, the patient experienced st elevation myocardial infarction and acute stent thrombosis. Additional information has been requested but not yet received.